Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test or weak battery alarms noted. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked battery tube treads, cracked belt clip slot and minor scratches on lcd window.